Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name synchromed; product ID a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative and a patient regarding an external device to an implantable pump infusing an unknown drug for non-malignant pain. It was reported that the patients representative (caller) stated that for the last couple of years, when the patient tried to bolus, it didn't deliver the bolus every time and when it did, it was really slow and hung up. The caller confirmed that the handset got stuck at 90% when connecting to the pump. The patient got on the line and described that they did not see the 'bolus started' screen so they thought that the bolus did not deliver. The patient stated they started a bolus around 11 pm then by 12, the bolus still 'did not deliver' and reset. The manufacturer's patient services specialist (pss) reviewed information. The patient stated their hcp told them this issue was normal. Pss walked the patient through clearing the data. The patient confirmed the issue was resolved and was able to connect to the pump without issue. Gent recommended to monitor the issue and can call back if further assistance is needed.